Event description:
It was reported that the lead alert triggered, and the right ventricular (rv) lead exhibited rising impedance to high levels, as well as high thresholds. The lead will continue to be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.